Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now. Customer's blood glucose at the time was unknown. Customer stated that the insulin pump alarmed replace battery now without low battery warning. Customer stated that this has been the second occurrence. Customer stated that new battery resolved the issue. Customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.